Event description:
Procedure: laparoscopic cholecystectomy. According to the rptr: the trocar was inserted into the xiphoid process. About 20 mins after the procedure started, when the forceps were removed from the trocar, blood sprayed out through the port. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).